Event description:
It was reported that when the patient presented in the operating room for a generator change-out, externalized conductors were observed. The lead was capped and replaced. The patient was in stable condition post-procedure.